Manufacturer narrative:
Follow up report 1 (additional information): this report is being submitted to update field b5: describe event or problem, section b and field h6: device codes, section h.

Event description:
It was reported that, during the replacement on the cardiac resynchronization therapy defibrillator (crt-d) for normal battery depletion, this right ventricular (rv) lead was surgically abandoned due to a product performance issue. The replacement procedure was successfully performed and a new lead was implanted instead. No additional adverse patient effects were reported outside the revision procedure. Additional information was received that this lead was successfully capped due to a partial fracture on the lead pacing and sensing portion. This lead could not be removed due to calcification and was ultimately surgically abandoned. No adverse patient effects were reported.

Event description:
It was reported that, during the replacement on the cardiac resynchronization therapy defibrillator (crt-d) for normal battery depletion, this right ventricular (rv) lead was surgically abandoned due to a product performance issue. The replacement procedure was successfully performed and a new lead was implanted instead. No additional adverse patient effects were reported outside the revision procedure. Additional information was received that this lead was successfully capped due to a partial fracture on the lead pacing and sensing portion. This lead could not be removed due to calcification and was ultimately surgically abandoned. No adverse patient effects were reported.

Manufacturer narrative:
Follow up report 2 (device evaluation): the complaint device was not returned to boston scientific; therefore, product analysis could not be performed. Conclusion code was updated to "unable to exclude device problem" investigation conclusion code was selected because the investigation findings could not clearly determine whether the reported observation(s) were caused by the device. Product record reviews did not identify a product quality issue and analysis of available information did not identify a specific complaint cause. At this point, it can be concluded that unknown factors most probably contributed to the event.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that, during the replacement on the cardiac resynchronization therapy defibrillator (crt-d) for normal battery depletion, this right ventricular (rv) lead was surgically abandoned due to a product performance issue. The replacement procedure was successfully performed and a new lead was implanted instead. No additional adverse patient effects were reported outside the revision procedure.